Manufacturer narrative:
Section d4 and h4: additional information manufacturer's investigation conclusion: no device related issues were identified during this investigation as heartmate ii lvas, serial number (B)(6), was not returned for evaluation. Heartmate ii lvas, serial number (B)(6), was not returned to abbott for evaluation. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 3 years, 4 months. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient underwent pump exchange. The cause is unknown.